Manufacturer narrative:
Product event summary # s7 damaged instruments. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system event having occurred outside of procedure. It was reported that account broke their 4.5 mm cannulated tap and there is bone stuck inside of the 5.5 mm cannulated tap. The account is looking to replace these two instruments. No patient present.